Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The failure analysis investigation could not reproduce the customer reported complaint. The iesu was energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had errors c-34 and m-02 on the erbe integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The customer disabled the iesu and used a covidien bovie hooked in the energy plug on the back of the vision side cart (vsc). The procedure was continued robotically using the covidien iesu.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction of patient's dob: (B)(6).